Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during peritoneal dialysis, the ultrafiltration volume was low, which was considered as a peritoneal ultrafiltration function failure, and the blood pressure control was not good. It was also stated that the peritoneal dialysis catheter malfunctioned. It was recommended to change to hemodialysis treatment. On (B)(6) 2023, the peritoneal dialysis (pd) catheter was manually removed as a preliminary action. It was stated that it was the patient's peritonitis that led to the extubation. The report was not the adverse event of the product, but the patient's own improper operation, which led to peritonitis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during peritoneal dialysis, the peritoneal dialysis (pd) catheter malfunctioned and had insufficient flow, wherein the ultrafiltration volume was low, which was considered as a peritoneal ultrafiltration function failure, and the blood pressure control was not good. There was nothing unusual observed on the device prior to use. There were no physical or visible defects/damages found on the product. Flushing was done prior to use with a normal result. There was no blood return prior to the syringe flush, the line was hard to flush with the syringe, and the reverse flow was not successful. There was no anticoagulant used, and this was not the infusion line. There was no leak and no luer adapter issue. Tego was not utilized, and there were no other products utilized with the device. There was no excessive force used on the device. The insertion site was treated and disinfected with iodophor prior to product placement. The catheter had been in place for 2 days from the implant date to the date of the event. Due to pe ritonitis, the peritoneal dialysis could not be continued, and it was recommended to change it to hemodialysis therapy to resolve the issue. As a preliminary action and as a medical treatment/intervention due to the event, the peritoneal dialysis catheter was manually removed on (B)(6) 2023, and the peritoneal dialysis catheter was not replaced. Instead, a central venous catheter was placed to initiate hemodialysis. The treatment was completed after resolving the issue. It was stated that it was the patient's peritonitis that led to the catheter removal (extubation). The patient's peritonitis was not an adverse event of the reported catheter, but the patient's own improper operation and personal care were not well done. There was no blood loss due to the event, and a blood transfusion was not required. The patient had no current or pre-existing conditions that might have been related to the event. The patient had recovered right after the event.

Manufacturer narrative:
Additional information: e1(facility name and street 1), g3 correction: b3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.